Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the communication system was not working properly and also took a very long time for the communicator to connect to the handset. The patient stated they shut their device down between uses. When the patient was trying to access the myptm app the screen would show searching or 'trying to communicate' and followed by 'myptm is not responding wait or close' and the patient would always push the wait button then they got the communication error code 518. When asked for the event date the patient said they don't remember because they just recently got the device and suddenly said 'probably right away in january'. The patient was walked through accessing the myptm app. The patient said they got the no pump response and suddenly went to the retrieving pump settings screen. The patient said the handset screen stayed at 90% for couple of seconds but was able to connect eventually and showed that they were in lockout. The patient was instructed on clearing the data and then connected to the myptm app again. The patient confirmed that they were able to access the myptm without lag. Troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.